Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) had exhibited pocket infection. A revision was performed and the crt-p along with the right ventricular (rv) lead, right atrial (ra) lead and left ventricular (lv) lead were explanted. Additional information indicated that the patient pocket appeared swollen, with pus and bruising. Upon opening the pocket, there was also a large hematoma noted and was very inflamed. No additional adverse patient effects were reported. This crt-p was not returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.